Event description:
It was reported to covidien that the unit was missing display segments. There was no pt involvement.

Manufacturer narrative:
Covidien engineer could not duplicate the customer's complaint that the display was missing segments. The unit was power cycled several times and all the segments showed. The unit was allowed to run for several days and all the segments showed during the run. The unit was power cycled multiple times again, and all the display segments showed. Visual inspection showed possible solder issues on the main and display pcbs. The main and display pcbs were replaced as a precaution. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the MFR.